Event description:
Ureteral stent inserted into right ureter. When surgeon advanced stent with pusher, the pusher advanced inside of the stent. Stent had to be removed and replaced. Stent supplied by (B)(4), comes with pusher to advance stent.